Event description:
The customer reported a corrupt data error message and the system is slow to boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive. System operates as intended. (B) (4).